Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported), resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.